Event description:
Revision surgery- the pt suffered a dislocation due to a seizure.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 8.3 months of pt use. The healthcare professional indicated a serious risk to pt. There was no delay in surgery and another suitable device was available for use. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report shows this is the (B)(4) complaint for this part number (B)(4). The root cause was most likely due the pt having a seizure. There is no info reported that showed a material, design, or mfg problem with the product.